Manufacturer narrative:
Additional information was added: the lot was manufactured from may 13, 2019 - may 14, 2019. The device was received for evaluation. Visual inspection and functional testing were performed which revealed a leak in front of the bag at the bottom left end of the x of the non pht dehp symbol. Magnified inspection was performed and a small hole in front of the bag where the leak occurred was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the unspecified location. There was no patient involvement. No additional information is available.